Event description:
Customer has been a diabetic for 22 years and has been using bd pen needles. Now mckesson switched her to et and the pen needles are hurting, bruising, and making her bleed at the injection site.